Event description:
It was reported that this system, with a cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead, exhibited an atrial pacing impedance measurement out of range. Technical services (ts) reviewed the data and identified a signal artifact monitor (sam) episode with oversensed noise, consistent with a possible lead integrity issue. The patient has chronic atrial fibrillation, which made noise detection challenging; stored episodes displayed low amplitude signals with under sensing. Ts discussed the option of disabling atrial sensing and provided programming recommendations. A lead fracture was suspected. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued.